Event description:
Patient reported her device delivered double the amount of insulin it was programmed to deliver. Patient stated she programmed 0.5 unit bolus and received 1.0 unit bolus, which caused her blood glucose to drop to the 40 mg/dl range. No information was provided regarding how the low blood glucose was treated. Patient stated she took the device to her diabetes nurse and they stated the pump was malfunctioning. Patient stated the device was also damaging the piston rod by breaking small pieces off. Patient has changed the piston rod twice in the past week. Patient stated that this is the second device that has had the same problem.